Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump alarm was heard. Telemetry confirmed that there was an alarm and that it was due to a motor stall. The stall is constant. The stall occurred on (B)(6) 2011 at 17:45. The pt complained of increased pain. It was decided that the pt would be given oral medication if the pump did not recover, but there was concern of an overdose. It was later reported that the pt was seen by a surgeon for a consultation. The pump was placed at the minimum rate. It was also reported that pump was alarming and unable to be interrogated. Physician had decided that the only way to resolve was to surgically go in and do a pump revision. The drugs used in the pump at the time of the event were sufentanil, bupivicaine, and prialt.